Event description:
Covidien rec'd info stating that an 840 ventilator had a loss of graphical user interface (gui) communication error. There was no reported patient involvement the date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) found that the graphical user interface (gui) needs to be replaced due to a bad 9 pin rs232 port. The cse replaced the gui central processing unit (cpu) and installed revision 'ag' software. The cse also performed electrical safety, ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). All tests passed per manufacturer's specifications at the time of service. Covidien ref: (B)(4).